Manufacturer narrative:
(B)(4).

Event description:
Information received by medtronic indicated that insulin pump was not working. Customer alleging possible under delivery because they were getting high blood glucose values recently. Customer did not get assistance with programming the pump. The customer also reported a crack on the retainer ring. The customer stated that the reservoir was able to lock into place. The insulin pump was returned for analysis.